Event description:
A pt reported blood glucose results of 16.2 mmol/l and 12.8 mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%, thereby indicating a potential malfunction of the meter in terms of precision.